Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs# 1225714-2013-03697 and 1225714-2013-03698.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to the same event involving the same patient; the associated manufacturer report numbers are 1225714-2013-03697 and 1225714-2013-03698.

Event description:
Additional information received alleged that the patient experienced sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the product administered to the patient during dialysis treatment.